Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level was 500 mg/dl. The customer declined troubleshooting from tandem technical support; therefore, no additional information was provided.